Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the cable that connects the distribution node (nd) to the rear therapy electrodes was pulled from the strain relief. The damaged cable caused the reported check therapy electrode messages. The root cause for t he strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.